Manufacturer narrative:
The lens has been returned and is currently being evaluated. An investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It reported that the lens was defective. The lens was explanted. This event refers to the patient's left eye. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, a root cause could not be determined.